Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an unknown mesh product, on an unknown date to treat stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced injuries including, but not limited to, mesh erosion, mesh contraction, infection, fistula, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, acute and chronic nerve damage and pain, pudendal nerve damage, pelvic floor damage, chronic pelvic pain, urinary and fecal incontinence prolapse of organs. Has undergone intensive medical treatment including, but not limited to, injections into various areas of the pelvis, spine, and the vagina, and surgeries to remove portions of the female genitalia, to locate and remove mesh, and to attempt to repair pelvic organs, tissue, and nerve damage. Plaintiff's attorney also alleged plaintiff sustained severe and permanent pain, suffering, and disability.

Manufacturer narrative:
It is unknown what ams pelvic mesh product was implanted. Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.